Event description:
Two separate ebus needles had missing/malfunctioning sheath. First needle questionable if it deployed correctly. Second needle could not see protected sheath was ever present. FDA safety report ID # (B)(4).